Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 25 closed samples to analyze the complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.78 kgf in average and 0.72 kgf in minimum (ep requirements: 0.25 kgf in average and 0.13 kgf in minimum) also, degradation test results conducted on the samples received fulfil b. Braun surgical requirements. In the degradation test, threads are introduced in a sörensen solution at 37ºc for 14 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received are 0.36 kgf in average and 0.31 kgf in minimum. B. Braun surgical (bbs) requirement is 0.12 kgf in minimum. These values are the usual ones for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Knot pull tensile strength results before releasing the product were 0.80 kgf in average and 0.77 kgf in minimum and fulfilled ep requirements. Moreover, degradation test results conducted on samples before releasing the product were 0.42 kgf in average and 0.31 kgf in minimum and fulfilled bbs requirement. Remarks: when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that suture broke down in patient's mouth less than a week in situ. Suture also breaks when suturing. Gum graft had to be redone. More information has been requested.